Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("infection (other) describe : pelvic") in a female patient who had essure (batch no: 648507-inv, 699882) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included schizoaffective disorder, post-traumatic stress disorder, irritable bowel syndrome, diabetes mellitus, morbid obesity, gerd, polycystic ovaries, kidney stone, hypokalemia, sleep apnea, adhd, migraine, herpes simplex, incontinence, panniculitis, cholecystectomy, depression, erythema, swelling nos, cellulitis, insulin resistance, hiatal hernia, psychosis, suicidal ideation, vaginal disorder, auditory and visual hallucinations, chest wall pain, hypertension, joint injury, nausea, weakness generalized, vomiting, diarrhea, intermittent fever, muscle pain, viral syndrome, frank hematuria, diverticulitis, abnormal loss of weight, ischaemia nos, gas pain, bloated feeling, cough, arthritis (in her back and hips), esophageal spasm, costochondritis, skin growth nos, cholecystectomy and wisdom teeth removal. Previously administered products included for an unreported indication: keflex, ditropan, abilify, eskalith, lexapro, aciphex, asacol, trazodone, zoloft, ativan, imuran, protonix, perphenazine, acidophilus, lithium, seroquel and benedryl. Concomitant products included betamethasone;clotrimazole (clotrimazole and betamethasone), chlormezanone (restoril) since 2016, clozapine (clozaril), ferrous sulfate, fexofenadine hydrochloride (allegra) since 2014, glipizide (glucotrol), glipizide since 2014, glycopyrronium bromide (robinul) since 2014, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), insulin aspart (novolog) since 2014, insulin glargine (lantus) since 2014, insulin lispro (humalog), ketoconazole, magnesium since 2014, metformin hydrochloride (glucophage) since 2014, metronidazole, mometasone furoate (nasonex) since 2014, nebivolol hydrochloride (bystolic), nortriptyline hydrochloride (pamelor), omeprazole magnesium (prilosec), omeprazole since 2016, oxybutynin hydrochloride (ditropan), paracetamol (tylenol regular), pentetrazol (pentetrazole), potassium citrate since 2014, salbutamol (albuterol) since 2011, sitagliptin phosphate (januvia) since 2017, spironolactone (spirolacton) since november 2016, sucralfate, terconazole (terazol), tolterodine l-tartrate (detrol) since 2014, topiramate (topamax) since november 2016 and vitamins nos (daily multivitamin). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), food allergy ("allergic or hypersensitivity reaction type: food allergies"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), anxiety ("psychological or psychiatric problems condition: anxiety, mood swings,"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), urticaria ("rashes or skin conditions type: urticarial rash,"), depression ("depression") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). In 2011, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced migraine ("migraines"), infection ("infections"), mood swings ("psychological or psychiatric problems condition: anxiety, mood swings,"), bipolar disorder ("food allergy medication interactions affecting bipolar disorder") and urinary incontinence ("urinary incontinence caused by the essure") and underwent tooth extraction ("teeth extraction"). The patient was treated with surgery (to remove essure implant, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the pelvic infection, alopecia, hypersensitivity, migraine, infection, vaginal haemorrhage, menorrhagia, fungal infection, anxiety, mood swings, bipolar disorder, fibromyalgia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, allergy to metals, vaginal discharge, weight increased, urticaria, urinary incontinence, tooth extraction, depression and abdominal pain outcome was unknown and the food allergy was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, food allergy, fungal infection, hypersensitivity, infection, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, tooth extraction, urinary incontinence, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reports having history of 2 essure coils placed, but is unclear whether or not her ovary was removed before or after the essure coil placement. Right fallopian tube with essure coil. Left fallopian tube remnant with essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Computerised tomogram head: on (B)(6) 2004: asymmetrical ventricles, most likely a normal variant. No other abnormalities seen.. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, panniculitis, nickel allergy, hair loss, vaginal discharge, vaginalvinfections,, irritable bowel syndrome, hair loss, gerd, bacterial vaginosis., lower pelvic pain,, urinary incontinence, food allergy, fungal infection, migraines, urinary incontinence, bipolar disorder. Lot number reported 648507 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 648507, 699882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included schizoaffective disorder, post-traumatic stress disorder, irritable bowel syndrome, diabetes mellitus, morbid obesity, gerd, polycystic ovaries, kidney stone, hypokalemia, sleep apnea, adhd, migraine, herpes simplex, incontinence, panniculitis and cholecystectomy. Concomitant products included chlormezanone (restoril) since 2016, fexofenadine hydrochloride (allegra) since 2014, glipizide (glucotrol), glipizide since 2014, glycopyrronium bromide (robinul) since 2014, insulin aspart (novolog) since 2014, insulin glargine (lantus) since 2014, insulin lispro (humalog), magnesium since 2014, metformin hydrochloride (glucophage) since 2014, mometasone furoate (nasonex) since 2014, omeprazole since 2016, oxybutynin hydrochloride (ditropan), potassium citrate since 2014, salbutamol (albuterol) since 2011, sitagliptin phosphate (januvia) since 2017, spironolactone (spirolacton) since november 2016, tolterodine l-tartrate (detrol) since 2014 and topiramate (topamax) since november 2016. On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection ("infection (other) describe : pelvic"), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), food allergy ("allergic or hypersensitivity reaction type: food allergies"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), anxiety ("psychological or psychiatric problems condition: anxiety, mood swings,"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), urticaria ("rashes or skin conditions type: urticarial rash,"), depression ("depression") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). In 2011, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced migraine ("migraines"), infection ("infections"), mood swings ("psychological or psychiatric problems condition: anxiety, mood swings,"), bipolar disorder ("food allergy medication interactions affecting bipolar disorder") and urinary incontinence ("urinary incontinence caused by the essure") and underwent tooth extraction ("teeth extraction"). The patient was treated with surgery (to remove essure implant, bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain had resolved, the pelvic infection, alopecia, hypersensitivity, migraine, infection, vaginal haemorrhage, menorrhagia, fungal infection, anxiety, mood swings, bipolar disorder, fibromyalgia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, allergy to metals, vaginal discharge, weight increased, urticaria, urinary incontinence, tooth extraction, depression and abdominal pain outcome was unknown and the food allergy was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, food allergy, fungal infection, hypersensitivity, infection, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, tooth extraction, urinary incontinence, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on(B)(6)2018: pfs received : lot no. Was added. New events, ¿abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: food allergies and sensitivities, infection (bladder/ urinary tract/vaginal) type: yeast infections, infection (other) describe: pelvic, psychological or psychiatric problems condition: anxiety, mood swings, food allerg, bipolar disorder, autoimmune disorder type of disorder: fibromyalgia, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, nickel allergy, pain, vaginal discharge, weight gain, rashes or skin conditions type: urticarial rash, urinary incontinence caused by the essure. Teeth extractions, abdominal pain, depression¿ were added. Reporter information was added. Patient information was added. Product information was added. Patient demographics were added. Medical history was added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 648507-inv, 699882) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included schizoaffective disorder, post-traumatic stress disorder, irritable bowel syndrome, diabetes mellitus, morbid obesity, gerd, polycystic ovaries, kidney stone, hypokalemia, sleep apnea, adhd, migraine, herpes simplex, incontinence, panniculitis, cholecystectomy, depression, erythema, swelling nos, cellulitis, insulin resistance, hiatal hernia, psychosis, suicidal ideation, vaginal disorder, auditory and visual hallucinations, chest wall pain, hypertension, joint injury, nausea, weakness generalized, vomiting, diarrhea, intermittent fever, muscle pain, viral syndrome, frank hematuria, diverticulitis, abnormal loss of weight, ischaemia nos, gas pain, bloated feeling, cough, arthritis (in her back and hips), esophageal spasm, costochondritis, skin growth nos, cholecystectomy and wisdom teeth removal. Previously administered products included for an unreported indication: keflex, ditropan, abilify, eskalith, lexapro, aciphex, asacol, trazodone, zoloft, ativan, imuran, protonix, perphenazine, acidophilus, lithium, seroquel and benedryl. Concomitant products included betamethasone;clotrimazole (clotrimazole and betamethasone), chlormezanone (restoril) since (B)(6) , clozapine (clozaril), ferrous sulfate, fexofenadine hydrochloride (allegra) since (B)(6), glipizide (glucotrol), glipizide since (B)(6) , glycopyrronium bromide (robinul) since (B)(6) , hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), insulin aspart (novolog) since (B)(6) , insulin glargine (lantus) since (B)(6) , insulin lispro (humalog), ketoconazole, magnesium since (B)(6) , metformin hydrochloride (glucophage) since (B)(6) , metronidazole, mometasone furoate (nasonex) since (B)(6) , nebivolol hydrochloride (bystolic), nortriptyline hydrochloride (pamelor), omeprazole magnesium (prilosec), omeprazole since (B)(6) , oxybutynin hydrochloride (ditropan), paracetamol (tylenol regular), pentetrazol (pentetrazole), potassium citrate since (B)(6) , salbutamol (albuterol) since (B)(6) , sitagliptin phosphate (januvia) since (B)(6) , spironolactone (spirolacton) since (B)(6) 2016, sucralfate, terconazole (terazol), tolterodine l-tartrate (detrol) since (B)(6) , topiramate (topamax) since (B)(6) 2016 and vitamins nos (daily multivitamin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection ("infection (other) describe : pelvic"), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), food allergy ("allergic or hypersensitivity reaction type: food allergies"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"), anxiety ("psychological or psychiatric problems condition: anxiety, mood swings,"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), urticaria ("rashes or skin conditions type: urticarial rash,"), depression ("depression") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). In (B)(6) , the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) , the patient experienced bladder disorder ("bladder or urinary problems or changes"). In (B)(6) , the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced migraine ("migraines"), infection ("infections"), mood swings ("psychological or psychiatric problems condition: anxiety, mood swings,"), bipolar disorder ("food allergy medication interactions affecting bipolar disorder") and urinary incontinence ("urinary incontinence caused by the essure") and underwent tooth extraction ("teeth extraction"). The patient was treated with surgery (to remove essure implant, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the pelvic infection, alopecia, hypersensitivity, migraine, infection, vaginal haemorrhage, menorrhagia, fungal infection, anxiety, mood swings, bipolar disorder, fibromyalgia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, allergy to metals, vaginal discharge, weight increased, urticaria, urinary incontinence, tooth extraction, depression and abdominal pain outcome was unknown and the food allergy was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, food allergy, fungal infection, hypersensitivity, infection, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, tooth extraction, urinary incontinence, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reports having history of 2 essure coils placed, but is unclear whether or not her ovary was removed before or after the essure coil placement. Right fallopian tube with essure coil. Left fallopian tube remnant with essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Computerised tomogram head - on (B)(6) 2004: asymmetrical ventricles, most likely a normal variant. No other abnormalities seen. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, panniculitis, nickel allergy, hair loss, vaginal discharge, vaginal infections,, irritable bowel syndrome, hair loss, gerd, bacterial vaginosis., lower pelvic pain,, urinary incontinence, food allergy, fungal infection, migraines, urinary incontinence, bipolar disorder. Lot number reported 648507 is invalid most recent follow-up information incorporated above includes: on 21-dec-2018: update of information (batch is invalid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), migraine ("migraines") and infection ("infections"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, hypersensitivity, migraine and infection outcome was unknown. The reporter considered alopecia, hypersensitivity, infection, migraine and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.